Event description:
It was reported that the pt had charite artificial discs implanted at l4-5 and l5-s1 levels. Pt was fine one week post-op. However, films taken at three weeks post-op revealed the superior endplate at l5 had subsidence at l4-5. Revision surgery found the l-5 endplate had fractured. The pt was fused at that level with a cage and screws. The l5-s1 charite was left in place. Contact reported that this pt had a previous discectomy at the l5 location. As surgical intervention occurred any MDR is being filed.